Event description:
It was reported that the ilet device was dropped, after which the enclosure split apart while the screen remained usable and the device was no longer waterproof, consistent with a damaged housing and screen delamination. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical attention. Investigation included customer interview and arrangements for device return and replacement. Investigation of this case revealed physical damage due to accidental drop with loss of water ingress protection. It was concluded that the event was due to unintended mechanical damage unrelated to device design or manufacturing, and replacing the device was appropriate.